Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 596 mg/dl at the time of the incident. Customer¿s current bg: 596 mg/dl. Customer changed insulin pump out last night and started to check it this morning and it was high on insulin it was 280 mg/dl. Customer stated her blood glucose kept going up after that bolus. The insulin pump will not be returned for analysis.